Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced the tip not fitting. The following information was provided by the initial reporter: tip doesnt fit to cathlon- appears melted or formed incorrectly

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced the tip not fitting. The following information was provided by the initial reporter: tip doesnt fit to cathlon- appears melted or formed incorrectly.

Manufacturer narrative:
H6: investigation summary: three photos received by our quality team for investigation. Upon visual inspection, deformed luer on the syringe is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, the damage is due to damage to assembler. One-piece escape bolts will be implemented.